Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited loss of capture and a decrease in impedance. The lead was explanted and replaced. During explant, a possible insulation breach was observed.